Event description:
Info rec'd that the administration set experienced leaking around the filter. Rate and dosage provided were 120 ml/hr and 1200 ml. There was no pt injury reported.

Manufacturer narrative:
One used administration set w/o verifying the lot number was returned to moog in (B)(4) for eval. The administration set was run with a curlin pump serial number (B)(4) and a leakage was found along the edge of filter. The complaint was confirmed.